Event description:
The customer reported that alarm issues with their patient information center were occurring ever since a defective power supply board was replaced. The device was in use on a patient. There was no report of patient or user harm.